Manufacturer narrative:
The hbsag reagent lot number was 180885-01. Calibration and quality control data were acceptable. The customer receives patient samples from other facilities that had low reactive results to run a confirmation test. When these samples are received, the customer runs the hbsag test and if the result is negative or positive they ask the client from the other facility if they still want an hbsag confirmatory test to be run. If the client requests, they will run the confirmatory test and provide both results to the client. According to the hbsag intended use, if negative results are obtained, the results are considered to be negative and no further testing is required. Additionally, according to the hbsag confirmatory test intended use, the confirmatory test should be used when samples are repeatedly positive with the hbsag assay. A specific root cause could not be identified. Additional information was requested for investigation but could not be provided. It was recommended that the customer follow the intended use in product labeling based on the results received for each assay.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 5 patient samples tested for elecsys (B)(6) immunoassay ((B)(6)). The customer stated that the (B)(6) results for 5 patient samples show (B)(6) results but when elecsys (B)(6) confirmatory tests are performed, the results are (B)(6). The customer was only able to provide specific results for 2 patients. The (B)(6) results for these 2 patients were reported outside of the laboratory where the doctor questioned them and requested confirmation tests. One patient was tested only on cobas 8000 e 602 module with serial number (B)(4) and 1 patient was tested on e602 module with serial number (B)(4) and e602 module with serial number (B)(4). This medwatch will cover e602 module serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on e602 module serial number (B)(4). On (b)(46) 2017 one patient had an (B)(6) result of 0.45 coi ((B)(6)) on e602 module with serial number (B)(4). The sample was repeated on e602 module with serial number (B)(4) and the result was 0.35 coi ((B)(6)). Repeat testing was performed again on both e602 modules and the repeat result from e602 module with serial number (B)(4) was 0.966 coi ((B)(6)) and the repeat result from e602 module with serial number (B)(4) was 0.307 coi ((B)(6)). The (B)(6) confirmatory test was 62.82% ((B)(6)). The customer thinks the confirmatory test results are correct and is questioning the (B)(6) results. No adverse event occurred. The hbsag reagent lot number was 18088500. The expiration date was not provided. The field service engineer (fse) visited the customer site and found an issue with the pinch tubing on e602 module serial number (B)(4). The pinch tubing for sipper syringes was replaced. The sample, reagent and mixing mechanisms were checked. Applicable tests passed.